Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports that a few months ago she developed a small ulcer under the wafer which healed but in the past month another has developed at 6 o'clock in the peristomal area. The ulcer is about 35 mm round and shallow with moist wound bed that sometimes has serosanguinous drainage. Appropriate skincare and product usage discussed. End user to follow up with her ostomy nurse.